Event description:
Pt reported obtaining back-to-back blood glucose results of 215mg/dl and 87mg/dl, while using the suspect device. Pt stated that an add'l set of back-to-back tests was performed, approx 4 hours later, with results of 411mg/dl and 148mg/dl. Pt indicated that therapy was not modified based on these results. No pt injury was reported and no treatment was rec'd. Pt noted that quality control testing had been performed on the suspect product; however, she could not recall the test values. At the time of the report, pt no longer had the test strips that produced the discrepant results.